Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008 the patient presented with pre-op diagnosis of : l2 laminectomy. L2-3 instrumentation with pedicle screw system. L2-3 arthrodesis , with banked and autologous bone and bone morphogenic protein pledgets. Per op-notes, "rhbmp/2 pledgets were cut into small pieces and morcellized in the bone mill with the bone. When this done , the bone slurry was then placed over the transverse processes from l2 and l3 and then the lateral gutter extending between these. " patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.